Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter shaft was kinked. Blood was observed in the hemostasis valve of the delivery catheter. Visual analysis of the lead indicated damage during use. The analyst noted no tear was observed on the catheter, but kinking of the catheter could be prevented the lead insertion during procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead could not pass through the delivery catheter. It was noted that the catheter had a tear at the proximal end, causing the lead to be stuck. The catheter was not used. No patient complications have been reported as a result of this event.